Event description:
It was reported that the patient had battery replacement occur. It was noted that the explanted generator is not available to be returned. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device was at end of service but the exact battery indicator was not reported. The physician was referring her for a generator replacement.

Event description:
It was reported that the patient was having an increase in nocturnal seizures. The patient¿s mother wanted to consider having the patient¿s generator prophylactically replaced. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.